Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. The reporter alleged that the pump emitted an occlusion alarm randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: a review of the alarm history showed occlusion alarms had occurred. The pump powered on normally and successfully completed ezprime steps and a 24 hour duration test with no occlusions occurring. The force sensor calibration was found to be within required specifications. The pump cover was removed and no defects were found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.